Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
During a total knee replacement case doctor raised the issue of a patient, he had seen earlier that day. Doctor explained it as follows: patient was a previous unix patient of his, from roughly 10 years prior. She had presented at with pain in her knee, scans were taken of the knee. Doctor believes there is a void in the lateral femoral condyle, caused by osteolysis that has come from the unix polyethylene.

Manufacturer narrative:
An event regarding a cavitary lesion involving an unix insert was reported. The event was confirmed. Medical records were reviewed by a consulting clinician and concluded; CT-sections of the left knee confirm an adequate unix unicondylar implantation in the medial compartment of the left knee in stable position and without apparent issues. The lateral femoral condyle shows a cavitary lesion of irregular shape and with sclerotic margins. Based upon both the radiological aspect of the lesion and general characteristics of osteolysis as a consequence of poly wear, it does not appear to be very probable that the current lesion in the lateral femoral condyle has any relationship with pathology in the arthroplasty and thus is neither procedure-related nor device-related in root cause but a patient-specific issue. The lesion is probably an avascular necrosis of the lateral femoral condyle although the current radiological information with only a few CT-sections is not adequate for proper final diagnosis. More specialized radiological studies and clinical investigations through expertise on the topic are required for such. This pi case is not device-related. Device history review for the reported lot was satisfactory. Complaint history review indicated that there are no similar events for the reported lot. Medical review determined that it does not appear that the current lesion in the lateral femoral condyle has any relationship with pathology in the arthroplasty and thus is neither procedure-related nor device-related in root cause but a patient-specific issue. The lesion is probably an avascular necrosis of the lateral femoral condyle. Further information such as more specialized radiological studies are needed to complete the investigation for determining root cause.

Event description:
During a total knee replacement case doctor raised the issue of a patient he had seen earlier that day. Doctor explained it as follows: patient was a previous unix patient of his, from roughly 10 years prior. She had presented at with pain in her knee, scans were taken of the knee. Doctor believes there is a void in the lateral femoral condyle, caused by osteolysis that has come from the unix polyethylene.